Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 4.5, second test inr = 5.5. First test inr = 3.1, second test inr = 5.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070563: first test inr = 4.5, second test inr = 5.5, mean = 5.0; sd = 0.7; %cv =14. The % cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user lot 070563: first test inr = 3.1, second test inr = 5, mean = 4.05, sd = 1.3, % cv = 33. The % cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.